Manufacturer narrative:
The provided photos were reviewed and confirmed the post feature has fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The size cd poly trial on the persona cr left set broke while trialing during a total knee replacement. No pieces remain in patient. No impact to patient.